Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported in mw5075389: "apparent allergic reaction to materials used in left knee arthroplasty (total knee replacement). Multiple rashes appeared on left knee and left thigh. Rashes appeared subsequently on both legs, both arms, chest and back. Rashes diminished with topical corticosteroid treatments but remains as of this writing 2018. Approximately 6 weeks following left knee arthroplasty on (B)(6) 2017 - present...". Update (B)(6) 2018: "I developed multiple rashes, first on my left knee and thigh, and then over the next 7-10 days, on both legs, both arms, back, and chest. The 1 cm sized patches on my left thigh have mostly disappeared on treatment with a prescription strength cortisone ointment; however, numerous, smaller eruptions/rashes remain on my left and right lower legs and, less so, but also on my arms, chest and back. Dates of use: 2017 - present. Diagnosis or reason for use: severe arthritis in joint".

Manufacturer narrative:
An event regarding allergy/reaction involving an unknown knee was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no patient details or medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product identification details and evaluation, pre- and post-operative x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported in mw5075389: "apparent allergic reaction to materials used in left knee arthroplasty (total knee replacement). Multiple rashes appeared on left knee and left thigh. Rashes appeared subsequently on both legs, both arms, chest and back. Rashes diminished with topical corticosteroid treatments but remains as of this writing 2018. Approximately 6 weeks following left knee arthroplasty on (B)(6) 2017 - present...". Update 03/26/2018: "I developed multiple rashes, first on my left knee and thigh, and then over the next 7-10 days, on both legs, both arms, back, and chest. The 1 cm sized patches on my left thigh have mostly disappeared on treatment with a prescription strength cortisone ointment; however, numerous, smaller eruptions/rashes remain on my left and right lower legs and, less so, but also on my arms, chest and back. Dates of use: 2017 - present. Diagnosis or reason for use: severe arthritis in joint".